Event description:
The autopsy report was received and reported the cause of death as seizure disorder due to remote blunt head trauma. The report also reported that the patient was found unresponsive sitting on a toilet. Death was classified as an accident.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that the lead assembly (body) including a portion of the connector boot containing the model / serial number tag and the electrode section was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
An explanted generator and lead were received for analysis from another medical device manufacturer. The devices had been inadvertently returned to the wrong manufacturer. It was noted that the vns patient had passed away and was found in the restroom at his horse barn. No cause of death or relationship of the death to vns was indicated. It was noted that an autopsy was performed. No additional relevant information has been received to date. Analysis of the devices are underway, but have not been completed to date.